Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: reboots were observed in the black box download. Black box shows time and date resetting to default following a power on reset at 10:34am (B)(4) 2014; the time was then manually set to 2:30am (B)(4) 2014.. Daily insulin delivery totals appear inconsistent due to time/date issue. No damage observed to the battery compartment. The battery cap is broken into pieces. The battery cap was unable to establish an electrical connection. A test cap was used for all investigation steps. The pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no power issues occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. Pump opened and the internal battery found to be leaking.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) level over 500 mg/dl, with symptoms including nausea, polyuria, polydipsia, and dehydration. The reporter alleged an intermittent power issue began on (B)(6) 2014. Inserting a new battery into the pump did not resolve the issue. Customer support advised the patient to come off the pump and to use an alternate form of insulin delivery method. This complaint is being reported because the patient experienced hyperglycemia subsequent to the power issue, which was not resolved.